Manufacturer narrative:
Title: t-shaped linear-stapled cervical esophagogastric anastomosis for minimally invasive esophagectomy: a pilot study source: tumori journal 2020, vol. 106(6) 506¿509 : 10 december 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, (year may 2014 and december 2018) this study aimed to assess the outcome of patients who underwent total minimally invasive esophagectomy (mie) followed by t-linear-stapled cervical esophagogastric anastomosis. There were 32 consecutive patients in the study and post-operative complications included minor anastomotic leakage in one patient, which was healed after local wound care. It is noted that during the cervical stage, esophagogastric anastomosis was obtained with the use of an stapler and the remaining defect of the anastomosis was also closed using an stapler.